Event description:
The surgeon used the outback re-entry catheter to re-enter into the patient's right superficial femoral artery. In the process one of the prowater wires fractured off and was then determined to be extraluminal. Several attempts were used to move the catheter tip. On examination by the surgeon of the outback re-entry catheter it was noted to be uncoiled.